Event description:
During svc of product device was found to not cycle, with all leds and a constant single tone audible alarm, due to capacitor c6 missing from motor board. Device returned to compaired at customers request manufacturer informed customer that it does not recommend device for pt use until proper repairs have been performed by authorized personnel. MFR disabled device prior to returning it to customer.